Event description:
It was reported that the support arm holding the patient circuit broke. Patient involvement is unknown. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The support arm was not investigated by our field service engineer. The support arm was reportedly broken at the clamp attachment. The support arm was not returned for investigation and no pictures of the damages were provided.the root cause of the broken support arm has not been conclusively determined but most likely has it been exposed to a mechanical force greater than it is designed to sustain.